Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mr and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The reported patient effect of chordal rupture was likely due to procedural conditions and a result of the grasping. The unchanged mr was likely a cause of the chordal rupture and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the first clip, that during grasping a chordal rupture occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with an anterior leaflet flail at a2. The clip delivery system (cds) was advanced to the mitral valve, but grasping was difficult and after the first grasp attempt a posterior flail was noted at p2 due to chordal rupture. The clip was deployed, but the mr remained at 4. A second cds was advanced in a further attempt to reduce the mr, but the leaflets could not be grasped due to the anatomy. The cds was removed, and the second clip was not deployed. The mr remained at 4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.